Manufacturer narrative:
Complaint is confirmed. Visual evaluation revealed that ar-9597-20 had damage around the edges, abrasion marks on the base of the angled reamer, and strong scratches on the collar. Functional testing with the mating part ar-9676 was not performed due to the devices are stuck and cannot be separated. The most likely cause for the reported failure can be attributed to user error due to interference with the mating instrument.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems (B)(4) that an ar-9676 angled reamer became stuck inside an ar-9597-20 angled reamer sleeve. This occurred during a revers total shoulder on (B)(6) 2023. There was no additional information provided, and additional information has been requested.